Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were still getting the same issues with the insulin pump. They had received a power error detected alarm again. The alarm occurred in the middle of the night. They were sleeping and had not heard the alarm so when they woke up the insulin pump was dead. They had previously called to report a power error detected alarm. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 and power loss alarm were triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected low battery or replace battery now alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.